Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a crack in the spin collar of an IV tubing that was noticed during mating to a maxplus clear needleless connector. There is no report of leakage or patient harm.